Manufacturer narrative:
(B)(6). Device manufacturer site was unknown. The device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the console device was no longer working. It was unknown if there were any delays to the surgical procedure. A spare device was used to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The reporter's first name and email address were inadvertently documented as n/I in the initial report. The reporter's first name and email address have been updated accordingly. The reporter's postal code was inadvertently documented as (B)(6) in the initial report. This has been updated to (B)(6). If additional information should become available, a supplemental medwatch report will be sent accordingly.